Event description:
Covidien received a report alleging that the device was providing high spo2 readings.

Manufacturer narrative:
The device is not returning for evaluation. The service history record for the provided. Serial number was reviewed and there were no similar complaints relevant to this report. The complaint trending for the past 12 months was reviewed and there were no observed trends related to this report.